Event description:
It was reported that a user of the ilet experienced hyperglycemia with blood glucose trending around 200 mg/dl overnight and a current value of 248 mg/dl, and they were advised to replace their teflon infusion site to ensure insulin delivery. Symptoms included high blood glucose. Outcomes included user self-management without medical intervention or hospitalization. Investigation included troubleshooting and education provided by support personnel. Investigation of this case revealed that the cause of the hyperglycemia was unclear and that an infusion site issue could not be ruled out. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.